Event description:
It was reported to boston scientific corporation that a suture cinch and x-tack device were utilized during a defect closure procedure on (B)(6) 2026. During the procedure, the physician used an x-tack device to close the defect, successfully approximating all edges of the healthy tissue. The suture cinch was subsequently utilized; however, during cinch deployment, the suture cinch malfunctioned and severed the sutures while being tightened. As a result, all x-tack sutures broke, causing the tacks to disengage from the tissue. Consequently, the x-tack closure was lost due to the suture cinch malfunction. The patient experienced pain and discomfort and was admitted to the hospital beyond the expected standard of care. The procedure was successfully completed using a replacement device of the same type.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Investigation results summary: the suture cinch was not returned for analysis; therefore, a technical analysis could not be performed. The reported events could not be identified in the customer provided pictures. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using the instructions for use (IFU). It was confirmed that the following reported events of discomfort and pain are anticipated in the IFU. There is no evidence the device was improperly used per the IFU. In reference to the event description, information and picture provided by the customer there is not enough evidence to determine whether the reported event of cinch failure to deploy was induced due to the physician's technique during the procedure or were related to a device malfunction. The as reported events of "additional device required" and "hospitalization or prolonged hospitalization required" occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".